Event description:
A malfunction was reported with a specific malfunction code, malf 9. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Tandem technical support provided pump reset information and assisted the customer in resetting the pump. The malfunction did not recur after the reset, and the customer was advised to continue using the pump and to call back if the issue recurs. The customer acknowledged and understood the instructions.